Event description:
As reported from the (B)(4) study, a patient experienced shortness of breath and underwent revascularization approximately (B)(6) months after the index procedure. At the time of index procedure, the patient underwent 2.25 x 13 mm cypher stent implantation in the distal circumflex. The indication for the procedure was stable angina and positive stress test. Post procedure residual stenosis was 0% with timi iii flow. Approximately (B)(6) months after the index procedure, the patient experienced shortness of breath and underwent revascularization of the left distal circumflex artery. The dlcx was described as 20 mm in length and de novo with >90% stenosis. It was reported that the previously placed dcx study stent was not restenosed, but the revascularization was performed in the same native dcx vessel and it was unknown if the lesion was within 5mm of study stent. It was also unknown if the study stent was patent. The outcome of the event is recovered/resolved and the subject was discharged the day after. The investigator's relationship of the event to the device was not provided. According to the company's assessment, the event of shortness of breath was serious, unanticipated and unlikely related to the study device.

Manufacturer narrative:
Concomitant medications included aspirin, cardizem, plavix, metoprolol, pravastatin, and prilosec. Complaint conclusion: as reported from the (B)(4) study, a patient experienced shortness of breath and underwent revascularization approximately (B)(6) months after the index procedure. This is a (B)(6) male with medical history including hypertension, history of diabetes mellitus, history of myocardial infarction ((B)(6) 2007) and history of previous pci ((B)(6) 2007). At the time of index procedure, the patient underwent 2.25 x 13 mm cypher stent implantation in the distal circumflex. The indication for the procedure was stable angina and positive stress test. Post procedure residual stenosis was 0% with timi iii flow. Approximately (B)(6) months after the index procedure, the patient experienced shortness of breath and underwent revascularization of the left distal circumflex artery. The distal lcx was described as 20 mm in length and de novo with >90% stenosis. It was reported that the previously placed distal lcx study stent was not restenosed, but the revascularization was performed in the same native distal lcx vessel and it was unknown if the lesion was within 5 mm of study stent. It was also unknown if the study stent was patent. The outcome of the event is recovered/resolved and the subject was discharged the day after. The investigator's relationship of the event to the device was not provided. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15096797 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Shortness of breath, while not specifically mentioned in the cypher IFU, is a known symptom of coronary artery disease. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. (B)(4). Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and diabetes.